Event description:
A 3500 mixer was in use during open heart surgery. Perfusionist noticed pt had low 02 saturation. Oxygen supply changed from wall to bottle and o2 sat went back to normal. Supply changed back to wall and 02 sat dropped again. Perfusionist noticed hissing noise at wall connection and tightened dis connection. 02 sats returned to normal.